Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) , product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient hadn't used her device since her husband passed away about 2 years ago. The rep reported that the ins was not able to be revived through trickle charges. The rep reported that the patient requested to have her ins replaced. The rep reported that upon checking impedances one of the leads showed that 2 contacts were out of range. The rep reported that the issue was resolved at the time of the report. No further complications were reported.